Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 242.4030*motor stall - defect, or perhaps check-in damage incurred from customer opening devices prior to our arrival. Also noticed an impact on the rear left corner. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 242.4030 was confirmed. . ¿ on 7-jan-26, lvp was received unboxed and with paperwork. ¿ unit powers on with error code 242.4030 and can only be turned off. ¿ ail assy. Motor sensor op1 damaged. ¿ unit was dropped. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace ail assy. And rear case. ¿ failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 242.4030*motor stall - defect, or perhaps check-in damage incurred from customer opening devices prior to our arrival. Also noticed an impact on the rear left corner. There was no patient involvement.